Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage and power cable disconnect alarms was confirmed via the submitted log files. The system controller (B)(6) was returned for testing and revealed elevated resistances in all internal wires of both white and black power cables. Insulation testing was performed on both power cables and no atypical findings were noted. The power cables were opened up layer by layer and signs of fluid ingress were observed. The fluid ingress observed in the power cables is consistent with the elevated resistance measurements. These findings are consistent with and may have contributed to the reported atypical low voltage alarms. However, this could not be conclusively determined to be the root cause as the alarms were not reproduced. The submitted log files revealed multiple atypical intermittent power cable disconnect and low power advisory alarms were observed throughout the log file while connected to the batteries. These alarms were associated with an atypical drop in relative state of charger (rsoc) which cleared shortly after activating. Pump support was not affected and these alarms did not progress to a low power hazard or no external power alarm. There were no other notable alarms active in the log file. The downloaded log file revealed routine events including power source exchanges. On (B)(6) 2025, 12:28:51, the driveline is disconnected. This is consistent with the reported controller exchange. No other notable events were observed. Additionally provided information indicated that the controller exchange resolved the alarms. A root cause for the reported events could not be conclusively determined through this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii patient handbook (rev. A) section 2 - ¿how your heart pump works¿ and heartmate ii left ventricular assist system (lvas) IFU with heartmate touch (rev. A) section 2 - ¿system operations¿ instruct users to keep their equipment, including the system controller, away from water or liquid, and to never submerge the controller in liquid. The patient handbook, section 10 - ¿safety checklists¿, and hmii IFU, section f ¿ ¿safety checklists¿, instruct users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained about reoccurring low battery advisory alarms after short time of battery usage (less then 8 hours of use although fully charged). According to the patient, the battery capacity was not less than 4300 mah and calibration was always performed when requested. The battery clips were exchanged, which resolved the event. No products were scheduled to return for evaluation. The patient had reoccurring low battery advisory alarms. The system controller (B)(4) was exchanged on (B)(6) 2025. After the controller exchanged, the low battery advisory alarms resolved.